Event description:
It was reported that, "the dall miles single sided tensioner was not working."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.